Event description:
The customer reported that the luer between the delivery line and extension line leaked. This occurred on three different sets. No samples were saved. Product code 5001102; lot number 27706.p09.